Event description:
Litigation alleges that the patient suffered injury and pain. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: large bulging cyst; 30 milliliters of dark brown thick viscous fluid; 100 milliliters of fluid was removed from the cystic area and hip capsule; short rotators significantly deficient; minimal taper fretting and corrosion; significant amount of brown amorphous material within the hip joint; acetabular and femoral components showed some evidence of wear. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.